Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-01147. It was reported that system diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead recorded high impedance, and both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.